Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient condition was unknown.

Manufacturer narrative:
The reported event of possible premature discharge of battery was not confirmed. The device was received with normal telemetry and output. Visual inspection of the header attachment area detected an anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found at normal levels. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information indicates that the pacemaker was explanted and replaced. The patient condition was stable.